Event description:
It was reported that following a bypass operation, it was noted that the right atrial (ra) lead had become dislodged. In addition, the right ventricular (rv) lead exhibited high threshold. The ra lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent stretching and explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the atrial pacing capture threshold was rising. The analyst noted, the atrial capture management daily trend data shows threshold of 0.875 volts to 1.25 volts, and then the threshold increased to 2.25 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.